Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received an unexpected power loss alarm. The customer¿s blood glucose level was 318 mg/dl. Customer treated with manual injection. The customer did not receive a low battery alert prior to the off no power alert and replace battery. Customer advised to revert to back up plan. The insulin pump will not be returned for analysis.